Event description:
It was reported that the ilet bionic pancreas sleep/wake button was unresponsive, the screen did not wake, and the charging pad showed no indicator light despite outlet changes and attempts to press and hold the button. Symptoms included no user interface response and absence of haptic feedback. Outcomes included no alerts or alarms, no hypoglycemia or hyperglycemia, and no medical care or hospitalization. Investigation included customer troubleshooting and education with guided power and charging checks and verification attempts via photo submission. Investigation of this case revealed that the device subsequently resumed normal function without intervention, consistent with a transient user interface or power state anomaly not reproduced, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to an inability to reproduce the issue after troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.